Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Signs/symptoms/diseases being reported: poor rom, seriousness = none, related to device = uncertain. Restricted range of motion. Event most closely related to operative, treatment = physical therapy. Resolved as of 06-dec-2006.